Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body indicated that the coils were slightly deformed, which was likely due to explant. The electrode tip revealed no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited dislodged right after the pocket was closed. The pocket was reopened and the lead was explanted. The physician decided to plug the atrial port. No further adverse patient effects were reported.